Event description:
It was reported that the patient had difficulty the implantable pulse generator (ipg) as it was no longer functioning as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Correction to the initial MDR in blocks e1 and h6. Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had difficulty the implantable pulse generator (ipg) as it was no longer functioning as intended. The patient underwent an ipg replacement procedure and was doing well postoperatively. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.